Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: low o2 alarm during pre-op check out. No health consequences or impact. Patient involvement is unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only field d4 was updated with full UDI information. Updated fields. Additional information added in follow-up #2 (B)(4). Field updated. The issue was discovered during preoperational check with no patient involved. Consequently, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be a defective o2 mixer assembly and the o2 mixer assembly was replaced. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the o2 mixer assembly could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: low o2 alarm during pre-op check out no health consequences or impact. Patient involvement is unknown.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: low o2 alarm during pre-op check out. No health consequences or impact. Patient involvement is unknown.